Event description:
Pt experiencing lead failure as evident by increasing episodes of apparent pacer output failure (EKG showed ventricular pacing except there is one pause where pacemaker fails to pace). Returned to or on 4/28/94 for replacement of lead and generator. Old lead left capped and implanted. Generator replaced with another generator.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.